Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device froze during a patient event. As a result, defibrillation therapy may have been unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device froze during a patient event. As a result, defibrillation therapy may have been unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed/faulty system pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer unrepaired.